Event description:
The lay user/reporter called lifescan (lfs) in 2005 and alleged that the pt's meter was prompting an error 3 message. The medical affairs specialist spoke to the pt the next day and obtained/verified the following info: the pt stated that he was unable to test on his meter for one week because of the error 3 message. He takes nph insulin twice daily in the morning and evening. He takes a regular, or r insulin, based on the meter results. On the day of the event, he felt like he was hyperglycemic (felt faint) so he guessed at the amount of regular insulin to take (he does not remember the amount of insulin taken). Approx 2 hours later, he began to experience symptoms of hypglycemia. He stated that it felt like "his eyes were bulging out of his head and he was going into a rage". He was taken to the hosp and his blood glucose was 27 mg/dl. He does not know what he was treated with while in the hosp. The error 3 issue was resolved with troubleshooting. A replacement meter is being sent for the pt's confidence.